Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27feb2020.

Event description:
The customer reported a check vent alarm occurred when powering on the unit. ("35 volt failure", "auxiliary alarm supply failed", and "backup alarm failed" diagnostic codes.) There was no patient involvement. The customer replaced the mc pcba (motor controller printed circuit board assembly). The reported problems were resolved.